Manufacturer narrative:
As reported in a research article, migration of atrial septal occluder device to the thoracic aorta. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "migration of atrial septal occluder device to the thoracic aorta: case report", was reviewed. The article presented a case study of a 42-year-old male patient. It was reported that on an unknown date, an unknown sized amplatzer septal occluder was implanted to occlude an ostium secundum atrial septal defect. The patient's immediate post-operative and 3-month follow-up examinations were normal for device placement. It was then reported 6-months post-procedure, the patient was urgently admitted for possible device embolization. Patient examination noted high blood pressure at 173/80mmhg. A chest x-ray revealed dense material with a circular shape in the region of the proximal descending thoracic aorta. Subsequent angiography confirmed the device had embolized in an anomalous position in the proximal descending thoracic aorta. An attempt to explant the device via transcatheter snare failed when the device became anchored in the femoral artery. A decision was made to surgically cut down into the femoral artery to surgically remove the device. Angiotomography was performed again to rule out any potential complications related to device embolization. The patient later underwent atrial spetoplasty via median sternotomy to treat atrial septal defect with no complications. [The primary and corresponding author was felipe carrasco ferreira dionisio, associação beneficente síria, hospital do coração ¿ hcor, são paulo, sp, brasil, with corresponding email: menudofelipe@gmail.com].